Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. As a result of essure, plaintiff suffered from severe pelvic pain, brain fog, and extreme menstrual changes. In (B)(6) 2015, she had to have a hysterectomy. Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She underwent a hysterectomy four years after device placement. Pelvic pain is serious due to medical importance and listed in the reference safety information for essure. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils embedded in my tubes") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 871971) inserted for female other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement". The patient's past medical history included depression, multi gravida, parity 3 (22-aug-2003, sterilisation. The occurrence of additional non-serious events is detailed below. (B)(6)-2011, postpartum state and recurrent urinary tract infection. Concurrent conditions included emotional problems. In 2011, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss"), weight increased ("weight gain") and dysmenorrhoea ("aching and menstrual cramping"). On 15-nov-2011, the patient had essure inserted. In (B)(6)2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes"), hormone level abnormal ("hormon issue"), anger ("anger outburst") and depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, menstrual disorder, mood swings, alopecia and dysmenorrhoea outcome was unknown, the genital haemorrhage, weight increased, depression and fatigue had resolved and the feeling abnormal, hormone level abnormal and anger had not resolved. The reporter considered alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings and weight increased to be related to essure. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Additionally noted are attached right and left fallopian tube stumps, 0.88 x 0.6 cm and 0.9 x 0.6 cm, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-feb-2012: occluded fallopian tubes on 13-aug-2015 ultrasound pelvis showed essure coils are noted in the fallopian tube. Right ovary: mass or cyst there is a 2.3cm simple cyst in the right ovary. Impression: 2.3 cm simple cyst m the right ovary. Essure coils are seen in the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in my tubes') in a 27-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement". The patient's medical history included depression, multi gravida, parity 3 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2011), postpartum state and recurrent urinary tract infection. Concurrent conditions included emotional problems. In 2011, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss") and dysmenorrhoea ("aching and menstrual cramping") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage ("heavy bleeding"), menstrual disorder ("extreme menstrual changes"), anger ("anger outburst"), depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition") and nervousness ("im nervous") and was found to have hormone level abnormal ("hormon issue"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, menstrual disorder, mood swings, alopecia, dysmenorrhoea and nervousness outcome was unknown, the genital haemorrhage, weight increased, depression and fatigue had resolved and the feeling abnormal, hormone level abnormal and anger had not resolved. The reporter considered alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings, nervousness and weight increased to be related to essure. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Additionally noted are attached right and left fallopian tube stumps, 0.88 x 0.6 cm and 0.9 x 0.6 cm, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes. Diagnostic results: on (B)(6) 2015 ultrasound pelvis showed essure coils are noted in the fallopian tube. Right ovary: mass or cyst there is a 2.3cm simple cyst in the right ovary. Impression: 2.3 cm simple cyst m the right ovary. Essure coils are seen in the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received reporter information was added. New event added nervous was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in my tubes') in a 27-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement". The patient's medical history included depression, multi gravida, parity 3 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2011), postpartum state and recurrent urinary tract infection. Concurrent conditions included emotional problems. In 2011, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss") and dysmenorrhoea ("aching and menstrual cramping") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage ("heavy bleeding"), menstrual disorder ("extreme menstrual changes"), anger ("anger outburst"), depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition") and nervousness ("im nervous") and was found to have hormone level abnormal ("hormon issue"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menstrual disorder, mood swings, alopecia, dysmenorrhoea and nervousness outcome was unknown, the genital haemorrhage, weight increased, depression and fatigue had resolved and the feeling abnormal, hormone level abnormal and anger had not resolved. The reporter considered alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings, nervousness and weight increased to be related to essure. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Additionally noted are attached right and left fallopian tube stumps, 0.88 x 0.6 cm and 0.9 x 0.6 cm, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes. Diagnostic results: on (B)(6) 2015 ultrasound pelvis showed essure coils are noted in the fallopian tube. Right ovary: mass or cyst there is a 2.3cm simple cyst in the right ovary. Impression: 2.3 cm simple cyst m the right ovary. Essure coils are seen in the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received reporter information was added. New event added nervous was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in my tubes') in a 27-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement". The patient's medical history included depression, multi gravida, parity 3 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2011), postpartum state and recurrent urinary tract infection. Concurrent conditions included emotional problems. In 2011, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss") and dysmenorrhoea ("aching and menstrual cramping") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage ("heavy bleeding"), menstrual disorder ("extreme menstrual changes"), anger ("anger outburst"), depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition") and nervousness ("im nervous") and was found to have hormone level abnormal ("hormon issue"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menstrual disorder, mood swings, alopecia, dysmenorrhoea and nervousness outcome was unknown, the genital haemorrhage, weight increased, depression and fatigue had resolved and the feeling abnormal, hormone level abnormal and anger had not resolved. The reporter considered alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings, nervousness and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Additionally noted are attached right and left fallopian tube stumps, 0.88 x 0.6 cm and 0.9 x 0.6 cm, respectively. Descripency noted date of implants are (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes. Diagnostic results: on (B)(6) 2015 ultrasound pelvis showed essure coils are noted in the fallopian tube. Right ovary: mass or cyst there is a 2.3cm simple cyst in the right ovary. Impression: 2.3 cm simple cyst m the right ovary. Essure coils are seen in the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: extension of expected date of next report. On 28-jan-2020: pif received : rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in my tubes') in a 27-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement". The patient's medical history included depression, multi gravida, parity 3 (B)(6) 2003, (B)(6) 2007, (B)(6) 2011), postpartum state and recurrent urinary tract infection. Concurrent conditions included emotional problems. In 2011, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss") and dysmenorrhoea ("aching and menstrual cramping") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage ("heavy bleeding"), menstrual disorder ("extreme menstrual changes"), anger ("anger outburst"), depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition") and nervousness ("im nervous") and was found to have hormone level abnormal ("hormon issue"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menstrual disorder, mood swings, alopecia, dysmenorrhoea and nervousness outcome was unknown, the genital haemorrhage, weight increased, depression and fatigue had resolved and the feeling abnormal, hormone level abnormal and anger had not resolved. The reporter considered alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings, nervousness and weight increased to be related to essure. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Additionally noted are attached right and left fallopian tube stumps, 0.88 x 0.6 cm and 0.9 x 0.6 cm, respectively. Discrepancy noted date of implants are (B)(6) 2011,(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: occluded fallopian tubes. Diagnostic results: on (B)(6) 2015 ultrasound pelvis showed essure coils are noted in the fallopian tube. Right ovary: mass or cyst there is a 2.3cm simple cyst in the right ovary. Impression: 2.3 cm simple cyst m the right ovary. Essure coils are seen in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: feeling abnormal, weight gain, feeling depressed, mood swings, fatigue, abdominal pain and menstrual disorder". Lot number: 871971 manufacturing date: 2011-06 expiration date: 2014-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils embedded in my tubes"), abdominal pain ("persistent pain in my abdomen") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, multi gravida, parity 3 ((B)(6)) and postpartum state. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss"), weight increased ("weight gain") and dysmenorrhoea ("aching and menstrual cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes"), hormone level abnormal ("hormone issue"), anger ("anger outburst"), depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition"), fatigue ("fatigue") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the embedded device, abdominal pain, menstrual disorder, mood swings, alopecia, dysmenorrhoea and treatment noncompliance outcome was unknown and the genital haemorrhage, feeling abnormal, weight increased, hormone level abnormal, anger, depression and fatigue had resolved. The reporter considered abdominal pain, alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings, treatment noncompliance and weight increased to be related to essure. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Diagnostic results: hysterosalpingogram was done. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 17-nov-2017: pfs received, lawyer was added, reporter information updated. Events were added: mood swings, hair loss, weight gain, aching and menstrual cramping, hormone issue, essure caused or aggravated psychiatric and/or psychological condition, persistent pain in my abdomen, anger outburst, coils embedded in my tubs, heavy bleeding, depressed/depression, fatigue and she did not use birth control or contraception at any time following your essure placement. Historical conditions were added. Essure implant and explant dates were updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils embedded in my tubes") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement". The patient's past medical history included depression, multi gravida, parity 3 (B)(6) 2003, (B)(6) 2007, (B)(6) 2011), postpartum state and recurrent urinary tract infection. Concurrent conditions included emotional problems. In 2011, the patient experienced feeling abnormal ("brain fog"), mood swings ("mood swings"), alopecia ("hair loss"), weight increased ("weight gain") and dysmenorrhoea ("aching and menstrual cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes"), hormone level abnormal ("hormon issue"), anger ("anger outburst") and depression ("depressed/depression/ essure caused aggravated psychiatric and/or psychological condition"). The patient was treated with surgery (laparoscopic hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menstrual disorder, mood swings, alopecia and dysmenorrhoea outcome was unknown, the genital haemorrhage, weight increased, depression and fatigue had resolved and the feeling abnormal, hormone level abnormal and anger had not resolved. The reporter considered alopecia, anger, depression, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menstrual disorder, mood swings and weight increased to be related to essure. The reporter commented: she did not claim she is allergic to nickel or any other component of essure. Additionally noted are attached right and left fallopian tube stumps, 0.88 x 0.6 cm and 0.9 x 0.6 cm, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occluded fallopian tubes on (B)(6) 2015 ultrasound pelvis showed essure coils are noted in the fallopian tube. Right ovary: mass or cyst there is a 2.3cm simple cyst in the right ovary. Impression: 2.3 cm simple cyst m the right ovary. Essure coils are seen in the fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: feeling abnormal. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records received. Concomitant disease, lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.